Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: clinician stated she had a back check valve failure 2 years ago, but upon further discussion she said the primary fluid actually went up into the secondary IV bag, which they then had to waste the chemo. She thought it may be related to the head height of the IV bags. The pump was off at the time.

Event description:
It was reported that the unspecified bd infusion set experienced flow issues. The following information was provided by the initial reporter: clinician stated she had a back check valve failure 2 years ago, but upon further discussion she said the primary fluid actually went up into the secondary IV bag, which they then had to waste the chemo. She thought it may be related to the head height of the IV bags. The pump was off at the time.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the primary fluid went up into the secondary IV bag, wasting the chemo. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.